Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported she was having high blood glucose in the 400mg/dl and 500mg/dl. The customer is a brittle diabetic and has highs and lows very quickly. She advised she can be fine at one moment and at 29mg/dl the next. She also has trouble getting her highs under control once they are up. The customer does not want to do troubleshooting at this time. The insulin pump will not be returned for analysis.